Manufacturer narrative:
The failure investigation has been completed and the alleged data error alert was verified. The unexpected reset was unable to be verified due to the data error alert.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose ranged 70-200 mg/dl. In addition, it was reported that the pump reset unexpectedly. Reportedly, the customer continued using the pump for insulin therapy.